Event description:
Event description cpi received information that this bipolar lead was removed from service due to elevated threshold measurements and insulation damage near the header. It was replaced with another lead of the same model.